Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to not charging. Surgical intervention is planned to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention on 01/30/2018 where the ipg was removed and replaced. Therapy has been resumed and issue has been resolved.